Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit, due to the elapsed time troubleshooting the alarm. The disposable cartridge was not available for evaluation. The exact cause of the air alarm cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
An arterial air alarm occurred near the end of a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.